Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and phantom limb pain. The patient¿s ins has run out of control. They can¿t change the high frequency. The patient stated that it seems like the ins is stuck in high gear. They tried adjusting the stimulation but the patient is still feeling the same amount of frequency. The patient synced their ins with the patient programmer which showed that the stimulation was on. They set the stimulation to 0 volts but they could still feel the high frequency stimulation with it set to 0. The patient turned their stimulation off and confirmed the lightning bolt was gone. The stimulation went away but they still had pain and now the ins was not working. The patient has the ability to change amplitude, groups, and/or programs. The patient¿s return of pain, shocking, and stimulation being stuck at high frequency began on (B)(6) 2017. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.